Event description:
During extracorporeal circulation, the flow sensor did not display blood flow readings with the expected accuracy. Flow values varied by up to 10%. The flow sensor module was replaced. There was no pt injury as a consequence of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded. Device repaired and returned.